Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge. Date of unrelated death: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned after an unrelated patient death with no known device allegation. Analysis found that the battery had never been recharged and depleted to an overdischarged state and was never recovered. There was no telemetry or output from any electrode pair and telemetry was restored after a full physician mode recharge. The indications for use were spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.